Event description:
It was reported that a user experienced a low blood glucose event to 68 mg/dl shortly after breakfast while using the ilet system and expressed concern that the device was delivering too much insulin; records indicate the glucose was below range for approximately five minutes and the user consumed a protein bar, with no alerts reported, no assistance required, and no medical intervention or hospitalization. Symptoms included no reported clinical effects. Outcomes included no functional impairment and no need for healthcare utilization. Investigation included review of the event details, troubleshooting, and user education with scheduling of additional training. Investigation of this case revealed no device alarms and no corroborated device malfunction, with the event characterized as hypoglycemia of unclear cause. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.